Event description:
It was initially reported from 2013 (B)(6) that the patient spoke with a manufacturer's representative the prior week. At that time, the representative had the patient change to program number 2. The patient was not getting symptom control with program #2 and she could not control her urine at all. The patient had tried voltages between 2.0 and 4.4v on program 2 with no luck. The patient had not had symptom control for 1 month. The patient didn't know what programs she was on prior to being on program 2. With program 2, the patient felt stimulation in left portion of her vagina/bicycle seat area. The patient was having bad pain at implant location, also at left hand side below (bicycle seat area). The patient had not turned off implant to see if pain was still there or not. It was unknown if the pain was medical related or stimulation related. The patient switched to program 4 and felt stimulation in left portion of vagina and kept it at 1.3v. The patient was going to try this program for now. Additional information received on 2013 (B)(6) noted that the cause of the event was battery displacement, unknown cause. There were no abnormal impedance measurements. A surgical revision involving the ins and lead occurred on 2013 (B)(6). It was noted that they removed the existing battery from the right buttock and implanted into the left buttock. There was implantation of permanent electrode s3. Signs and symptoms with the issue was noted as pain in the right buttock. Hospitalization was not required. The patient outcome was no injury.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 889-28 lot# va03knf, implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).